Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the perclose proglide instructions for use, (IFU) as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a proglide after an interventional atherectomy procedure of the left superficial femoral and popliteal arteries using a 6f sheath. Reportedly, a proglide suture was harvested successfully to close the artery in this very sick patient with vessels that were "not healthy". Before removing the proglide device, a guide wire was reinserted. After the device was removed, a 4f sheath was introduced and an angiogram was taken to confirm no dissection occurred in the vessel. A dissection was noted; the cause of the dissection was not known. A balloon was used via contralateral access to treat the dissection and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.